Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026 due to bent cannula. The hyperglycemia persisted for more than 4 hours and was treated with a manual injection.

Manufacturer narrative:
E1: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.